Manufacturer narrative:
The product was ot returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge, handpiece and viscoelastic combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire was received on (B)(6) 2013. (B)(4).

Event description:
A surgeon reported a pt with an unexpected refractive outcome after implanting an intraocular lens (iol). The surgeon was targeting approx -2.25 to -2.50 diopters, but the pt at one week and one month postoperatively was -4.0 diopters. In a f/u, the surgeon reported the event continues. In the opinion of the surgeon, the lens did not cause or contribute to the event.